Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. Fluoroscopy was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolved the event. The patient was stable with no consequences.